Event description:
It was reported that during use in a cervical surgery, the electrode of the wand fell off. The electrode was removed from the patient. A delay greater than 30 minutes were reported and the procedure was finished with a smith and nephew back up device. The additional surgical time did not affect the patient. No other complications were reported.

Manufacturer narrative:
Hh10: internal complaint reference: (B)(4). B5 updated: event description.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A clinical review states photos of the device where provided for review and confirm the reported. The procedure was completed using a back-up device. Per email communication the patient has been discharged from hospital after surgery. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of the customer provided images shows a used wand with one ball of the electrode detached. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during use in a cervical surgery, the electrode of the wand fell off. The electrode was removed from the patient. A delay greater than 30 minutes were reported and the procedure was finished with a smith and nephew back up device. No patient injury or other complications were reported.